Event description:
I am an optometrist and had an interaction with a patient yesterday that made me cringe!!! The patient saw me for an eye exam finally after many years because his eyes were bloodshot red and he wasn't seeing well. He told me he has been ordering his contact lenses for the past 10-15 years from 1800 contacts even though he never got an eye exam at any point during those years or have a valid/current glasses or contact lens prescription. He said he was able to order acuvue 2 contact lenses from 1800 contacts anytime and would abuse and overwear the contacts for long periods such as wearing them for 6-9 months at a time, constantly sleep in them, only replace them if they fell out of his eyes or got lost or torn. He himself would increase the cl prescription numbers if he felt like his vision was getting blurry. Luckily, his eyes were not permanently damaged but he could have gone blind! This is ridiculous! Contact lenses are a medical device and allowing them to be ordered without validating that the prescription is current is illegal!!! Ftc has rules about this (see below). It is like filling an opioid or other prescription medications without a valid prescription. 1800 needs to be investigated for such illegal and unethical practices! Federal trade commission contact lens rule seller responsibilities: must only provide contact lenses with a valid prescription. Can obtain prescriptions from patients or through verification with the prescriber. Must have procedures in place for verifying prescriptions with prescribers. Must keep records of prescriptions, verification requests, and prescriber responses.